Event description:
Medtronic physio-control is investigating failures of the high voltage pt connector socket assembly observed during the manufacturing process. The failures were due to a missing sleeve in one of the two pt connector pins. A unit with a sleeve missing on one of the two outer pt connector pins may inhibit therapy from being delivered to a pt.